Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of myocardial infarction is listed in the product instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that during the procedure in the mid right coronary artery a 3.5x18 rx promus was deployed after pre-dilatation with 0% residual stenosis. One day post procedure, cardiac enzymes were noted to be elevated and a myocardial infarction was diagnosed. No treatment was administered and the condition resolved without residual effect. The patient was discharged one day post-procedure with aspirin and clopidogrel prescribed. Per physician, the relationship of the adverse event to the index procedure is probable. No additional information was provided.